Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the right ventricular - rv lead, it was noted that the rv lead dislodged in various positions. The rv lead was not used and was replaced. The patient was in stable condition throughout the procedure.